Event description:
It was reported that there was a left hip revised due to poly wear. During the revision surgery the body stem separator tip broke off. No delay in surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.